Event description:
It was reported that prior to a breast procedure the holster did not work. No pt consequences were reported. The holster will be returned to the international service center.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the blue rotational cable was replaced. The unit has not been returned for service prior to this event, therefore no service history review can be done. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.